Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there were contaminated syringes. To aid in the investigation, eleven samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. Six samples have a handwritten blue circle indicating the area of concern. All six of these samples have a particle about 1/16" long adhered to the top web. The particles are pieces of plastic from the packaging blister. The remaining five samples also have a blue handwritten circle. These five samples were first inspected with a 10x magnifier lens, then with a 30x microscope. No defects or imperfections were observed. The defects observed could occur if during the packaging sealing process a top web was burned and the residues of that were not properly cleaned. A device history record review was completed for provided material number 309653, lot number 1084406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The confirmed samples were traced back to a specific packaging sealing cavity. Verification of the packaging process was performed. All the equipment was clean, cavities included. The sample was shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed on six of the eleven samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in 11 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter, translated from dutch to english: "when inspecting 50ml syringes, 11 syringes out of 484 were contaminated."